Manufacturer narrative:
The customer stated that the device will not be sent back, thus a proper device analysis could not be completed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. It was stated by the customer that the surgical technician loaded the iol with the wrong injector in addition to the use of an emerald injector. Our products are intended to be used with our injectors or other accessory support devices. It was stated by the customer that they used the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience and other complaints that have already been resolved, we have determined that the following factors may have caused or contributed to the reported issue are known to be caused by numerous factors including, but not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported on (B)(6) 2023 that the lens was loaded incorrectly by the user during surgery on (B)(6) 2023, and explanted the dame day. There was patient contact, but the lens was not used. It was replaced by another lense during the same surgery. The doctor used the yamane technique. The customer stated that the device will not be sent back.